Event description:
Catheter did not work when plugged in. Staff tried plugging into two different consoles without success. Error message showed "end of life" - a new shockwave was opened and used to complete the case. A new one was opened and used to finish the case.